Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib was evaluated and replaced. The pcbs and connections in mainframe were reseated. The system was tested and found to be working as intended and returned to service.